Event description:
I was given invisalign by my orthodontist in (B)(6) 2012. Shortly after I started using it, I began to get neck pain. The neck pain got progressively worse and I am now unable to do ordinary household chores without an enormous amount of pain. I also had to give up just about every kind of exercise I used to do including yoga, pilates, and cycling. In addition, driving a car is very painful. It was finally determined after multiple visits to various doctors, that the pain was a tmj issue and that the cause was the invisalign. Because I have veneers on my upper teeth, the invisalign pushes my bottom jaw back, causing the tmj. The invisalign website says you can use their product if you have veneers, but this is hardly the case as illustrated in my case. Dates of use: 3 months: (B)(6) 2012 - (B)(6) 2013. Diagnosis or reason for use: correct overbite. Event abated after use stopped or dose reduced: yes.